Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator required cardiopulmonary resuscitation due to a four second delay in therapy delivery for a ventricular fibrillation (vf) at 300bpm. Both anti-tachy pacing and four shocks were successfully delivered by the device. The representative reported that the patient was in the vt zone for ten minutes. A change in the left ventricular morphology was also noted. During follow-up testing it was noted that the device was not programmed to shock during the initial zone of detection and no undersensing was noted. A technical service consultant was contacted to review the event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The technical service consultant suspected that the device timing did not correlated with the hospital's time therefore the duration of the vt event may not have been ten minutes. The consultant stated that the morphology change seen on the lv lead may have been caused by anodal stimulation. The consultant recommended using electronic repositioning to check another vector to see if the same phenomenon occurred. The products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted and returned for analysis. No reason for explant was given, however at the time there was no further field allegations and no adverse patient effects were reported.